Manufacturer narrative:
Patient information was requested, but no response received.

Event description:
The customer reported that the system not cycling screen going out. The field service engineer (fse) found that the unit went vent inop. The customer reported that the unit was in use on patient, but there was no patient harm reported.